Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system separated and was broken in the patient. The broken piece was removed by medical staff with tweezers. The following information was provided by the initial reporter, translated from chinese to english: the patient used an indwelling needle with a broken tube in the body. The hospital has taken out the broken tube from the patient. Received an update from the sales representative, and the description of the incident was updated as follows: the indwelling needle has been indwelling in the patient for a period of time (about 24 hours), and no abnormalities were found during this period. Yesterday, in the process of removing the catheter for the patient, it was found that the entire catheter was broken, and the fracture surface was very neat and there was no tearing mark. The entire catheter was broken in the body, and the complete catheter was taken out with tweezers with the cooperation of medical staff.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-aug-2023. H.6. Investigation summary: a device history review was conducted for lot number 3108468. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Visual inspection of the device was able to confirm the reported separation of the catheter tubing from the y-adapter. The broken edge of the tubing was smooth and displayed characteristics consistent with excess tension being applied to the tubing. Functional testing was not performed on the device due to the damaged state it was returned in. In lieu of the affected device, functional testing was performed on retention samples for this lot; the results show that the tested units performed within product specifications. Based on the available information, our engineers were not able to determine the root cause for this event. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system separated and was broken in the patient. The broken piece was removed by medical staff with tweezers. The following information was provided by the initial reporter, translated from chinese to english: the patient used an indwelling needle with a broken tube in the body. The hospital has taken out the broken tube from the patient. Received an update from the sales representative, and the description of the incident was updated as follows: the indwelling needle has been indwelling in the patient for a period of time (about 24 hours), and no abnormalities were found during this period. Yesterday, in the process of removing the catheter for the patient, it was found that the entire catheter was broken, and the fracture surface was very neat and there was no tearing mark. The entire catheter was broken in the body, and the complete catheter was taken out with tweezers with the cooperation of medical staff.